Event description:
The customer reported the unit would not power on. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's field service engineer confirmed the reported problem. Review of the device diagnostic history noted a power restore occurrence. The service engineer replaced the power management pcb and motor controller pcb boards and power supply to correct the reported problem. Applicable final testing was completed and passed per operating specifications.

Event description:
Factory analysis of the returned motor controller pcb board revealed a capacitor short, which caused a 12volt signal failure. Analysis of the power management pcb board revealed shorted components caused by the capacitor short on the motor controller pcb board. The noted failures caused the ventilator to not power on.